Event description:
It was reported that the introducer needle was defective and the steel needle does not fully retract. The patient had the same issue with 2 different head sets.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.